Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shocks, oversensing, and noise. Isometric and manipulation testing was performed and no noise was observed. Possible causes were discussed and troubleshooting options were discussed and recommended. The patient was hospitalized to get an x-ray. It was noted that the patient has a left ventricular assist device (lvad). With that new information, will want to rule out noise due to sternal wires making contact with an electrode. Subsequently, a revision procedure was performed and the electrode was explanted, while the s-ICD remains in service. The electrode was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited inappropriate shocks, oversensing, and noise. Isometric and manipulation testing was performed and no noise was observed. Possible causes were discussed and troubleshooting options were discussed and recommended. The patient was hospitalized to get an x-ray. It was noted that the patient has a left ventricular assist device (lvad). With that new information, will want to rule out noise due to sternal wires making contact with an electrode. Subsequently, a revision procedure was performed and the electrode was explanted, while the s-ICD remains in service. The electrode was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination no identified abnormalities. Resistance testing found the electrode was electrically continuous. The testing performed did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported clinical observations.